Event description:
On (B)(6) 2012, pt reported the up button on the infusion device is not working. Pt stated she was attempting to bolus on yesterday and noticed the up button on the device was not working. Pt reported the button is now flat; it does not pop back up when pressed. Pt stated there are no beeps or vibrations when the button is pressed. Pt reported she did receive the button recall notice. Pt stated the button is not working at all and that it's a constant failure in responding. Pt reported the button does not work even when pressed hard. Pt stated the button is completely flat and does not move. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to careless handling of the product. The soft components of the housing are worn down heavily and restricted handling of the pump is a possible implication. Therefore, moisture entered the insulin pump and destroyed the functionality of the buttons and the pump electronics. The up and down button are permanent active due to an external mechanic damage. Due to the defective buttons the pump gave no audible or vibrate feedback. The problem mentioned by the customer is related to careless handling of the product.